Event description:
During a coronary drug eluting stenting treatment procedure, the shaft of the catheter broke. The delivery/stent device became stuck on another manufacturer's wire and the shaft of the catheter broke while attempting to remove. The delivery/stent device was removed as one without incident. No pt injuries or complications were reported.